Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied. The proximal tube shaft assembly was bent. Functional testing found that the jaws would not open after the handle was actuated. The condition of the instrument precludes further functional evaluation. It was reported that the jaws could not be opened. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur with intentional over flexure of the shaft during application causing the shaft to bend or break. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: avoid excessive twisting of the jaws, or tissue manipulation when firing the instrument. Deflecting the jaws and/or the shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic esophagectomy with robot support, after clipping the blood vessels, the jaws could not be opened. The handle was then forcibly opened to removed the jaws. To complete the case a new device was used. There was no patient injury.